Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. No frozen screen noted. All buttons functioned properly. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer was attempting to change the site and she couldn't do anything the button were frozen. Customer's blood glucose was 254 mg/dl, treated with the pump. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated the device alarmed battery out limit when she inserted the battery immediately after taking it out, unable to troubleshoot because of keypad issue. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.